Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen results from the cobas 8000 cobas ise module. The moving average began trending early on (B)(6) 2022. The customer ran qc and it was out of range. The customer then repeated patient samples that were originally tested from 1-2 am and they amended 19 sample results. An example was provided of an initial sodium result of 147 mmol and a repeat result of 138 mmol/l. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer noted the customer found gel on the tip of the sample probe. He inspected the probe and performed an air purge that was fine. On the analyzer alarm trace, he noted the sample probe had an aspiration error. The customer cleaned the sample probe as part of daily maintenance. The field service engineer checked and cleaned the dilution bowl, sipper, and vacuum nozzles. He primed the reagents and the dispensing was fine. He ran ise checks and all results were within specification. The investigation is ongoing.